Event description:
Complainant alleged that during patient use, when the autopulse resuscitation system displayed a "system error-out of service" message upon power up. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.